Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) came out too soon from the preloaded device. There was patient contact. Customer was not able to provide more details and explained that they are working with their staff on better communication of these issues so that they can provide a more thorough report. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.